Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure performed on (B)(6) 2023. During the procedure, basket broke. A picture provided by the customer shows the tip detached from the basket and stuck inside the biliary tract. Due to the complexity of the situation and the patient's condition, a laparotomy was determined to be the only viable option for resolving the issue. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf impact code f19 captures the reportable event of ''it could only be resolved through laparotomy''. Device impact code a0501 captures the reportable event of the tip detached from the basket. Block h10: the returned trapezoid rx basket was analyzed, and a visual analysis observed the tip was detached and the side car rx was pushed back. Additionally, a dimensional test verified that the side car rx was pushed back approximately 4.0 mm, which is out of specification. No other problems were noted. The reported event was confirmed. Based on all available information, it is possible that the device encountered some resistance as evidenced by side car rx push back. Perhaps the manipulation, technique, or the patient's anatomical condition could have contributed to this event. The instructions for use does indicate that "retrieval basket has been designed for the basket tip to disengage minimizing the potential for the unreleasable stone entrapment." Therefore, the most probable root cause for the investigation findings is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Manufacturer narrative:
Block h6: imdrf impact code f19 captures the reportable event of ''it could only be resolved through laparotomy''. Device impact code a0501 captures the reportable event of the tip detached from the basket.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) lithotomy procedure performed on (B)(6) 2023. During the procedure, basket broke. A picture provided by the customer shows the tip detached from the basket and stuck inside the biliary tract. Due to the complexity of the situation and the patient's condition, a laparotomy was determined to be the only viable option for resolving the issue. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.